Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Small gradients may have been related to a prosthesis-patient mismatch (ppm). Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a transcatheter valve in surgical valve configuration than that observed following implantation of the thv inside a native mitral annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic mitral valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient-prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20-70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, with the limited information provided, the cause the increased gradient 3 months post sapien 3 implant cannot be confirmed. Procedural factors (mild under-expansion of the valve at deployment) may have contributed to the evidence of mitral stenosis. The normal heart function post valve implant may have contributed to the increased mitral valve gradient. Re-dilation of the implanted valve resolved the stenosis and reduced the mitral gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference for article: maschietto n, prakash a, del nido p, porras d. Acute and short-term outcomes of percutaneous transcatheter mitral valve replacement in children. Circ cardiovasc interv. 2021 mar 16:circinterventions120009996. Doi: 10.1161/circinterventions.120.009996. Epub ahead of print. Pmid: 33722065.

Event description:
As reported through an article, 'acute and short-term outcomes of percutaneous transcatheter mitral valve replacement in children', transcatheter mitral valve replacement (tmvr) was performed in 8 consecutive high-risk pediatric patients from october 2018 and july 2020. Seven (7) of the tmvr procedures were performed as valve in valve procedures, 1 tmvr procedure was in the native mitral valve. The edwards sapien 3 valve was used for the tmvr procedures. Mitral valve replacement in children frequently requires surgical reoperation either because of patient/prosthesis mismatch or for the degeneration of the prosthetic valve. Transcatheter mitral valve replacement is feasible and effective in pediatric patients. Per the article, patient 7 underwent a tmvr procedure with a sapien 3 valve in a 21mm stenosed mitral surgical valve. Given the concern for possible neo-lvot obstruction, a modified lampoon technique was performed before the off-label tmvr. A sapien 3 valve was mildly under-expanded at implant with good results. Three (3) months post tmvr, the valve was re-dilated due to evidence of relapsing mitral stenosis based on a mitral gradient of 14 mmhg by tte. The patient was discharged the day after the procedure with a residual gradient of 7 mmhg and trivial central mitral regurgitation. At a median clinical follow-up of 9 months all patients had sustained improvement of their symptoms and exercise tolerance. Per the physician, the patient recovered a normal heart function after the implantation of the sapien 3 valve and this also may explain the interval increase of the mitral valve gradient.

Manufacturer narrative:
During a recent administrative review, the engineering evaluation was re-opened to correct the clinical closure. A supplemental MDR is being submitted for correction of the clinical closure. This section h11 has been updated. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Small gradients may have been related to a prosthesis-patient mismatch (ppm). Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a transcatheter valve in surgical valve configuration than that observed following implantation of the thv inside a native mitral annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic mitral valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient-prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20-70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, with the limited information provided, the cause of the stenosis with the increased gradient 3 months post sapien 3 implant cannot be confirmed. However, procedural factors (mild under-expansion of the valve at deployment) due to patient prosthetic mis-match contributed to the evidence of mitral stenosis. The normal heart function post valve implant may have contributed to the increased mitral valve gradient. Re-dilation of the implanted valve resolved the stenosis and reduced the mitral gradient. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference for article: maschietto n, prakash a, del nido p, porras d. Acute and short-term outcomes of percutaneous transcatheter mitral valve replacement in children. Circ cardiovasc interv. 2021 mar 16:circinterventions120009996. Doi: 10.1161/circinterventions.120.009996. Epub ahead of print. Pmid: 33722065.